Manufacturer narrative:
Calibration and qc had been ok at the customer site. The customer had observed ise noise flags the week prior. The field service engineer (fse) found an issue with the sample probe and valves. The fse flushed the valves and replaced the sample probe. Calibration, qc and precision test results were acceptable. The customer has had no further issues. The investigation determined the event was due to the issues identified by the fse.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ise indirect na and ci for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 118 mmol/l. The repeat was 138 mmol/l. Patient 1 initial cl result was 122 mmol/l. The repeat was 103 mmol/l. On (B)(6) 2019 patient 2 initial na result was 124 mmol/l. The repeat was 133 mmol/l. The initial results were reported outside of the laboratory. No adverse event occurred. The na and cl cartridge lot numbers and expiration dates were not provided.